Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed intermittent capture and it was noted the right atrial (ra) lead showed oversensing of far field r-waves. Both rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited loss of capture and the ra lead exhibited over-sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.